Manufacturer narrative:
Block h6: imdrf device code a041001 captures the reportable event of a balloon pinhole with an unknown type of procedure and anatomy location.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was attempted to be used during a procedure performed on (B)(6) 2024. During the procedure, the balloon could not be inflated. The customer reported that there was a visible problem noted to the balloon portion of the device. The procedure was completed with another cre pro gi wireguided dilatation balloon. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts. The reported event may suggest a balloon pinhole. The procedure type and anatomy location of the procedure is unknown and is being reported as it may have occurred in the esophagus.

Manufacturer narrative:
Block h6: imdrf device code a041001 captures the reportable event of a balloon pinhole with an unknown type of procedure and anatomy location. Block h10: investigation results the returned cre pro gi wireguided dilatation balloon was analyzed, and a visual inspection found no damages to the device. Functional and microscopic inspection found that the balloon had a pinhole located approximately at 15 mm from the tip of the device. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of balloon pinhole was confirmed. The pinhole found is likely to have occurred due to procedural factors such as excess of pressure, interaction with other devices, or anatomical conditions. Also, it is possible that interaction with a sharp surface during or previous to the procedure, could have caused the problem found on the distal section of the balloon. Therefore, the most probable root cause is an adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was attempted to be used during a procedure performed on (B)(6) 2024. During the procedure, the balloon could not be inflated. The customer reported that there was a visible problem noted to the balloon portion of the device. The procedure was completed with another cre pro gi wireguided dilatation balloon. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts. The reported event may suggest a balloon pinhole. The procedure type and anatomy location of the procedure is unknown and is being reported as it may have occurred in the esophagus.